Manufacturer narrative:
As reported, the user facility owned several lg1050 autoclavable light guides when this incident occurred, and that the facility could not identify which one was used during this incident. The lot # therefore could not be provided. To date, all of the light guides are still being used at this user facility with no problems noted. An evaluation of the returned light source found the fan was broken and missing. Additional findings indicated that the unit had been repaired by an unauthorized party and that the bulb was installed incorrectly and 2 brackets were bent. The pcb therefore could not be plugged in correctly. The lamp connector was also bent and the hv wires pinched against the lamp bracket. This unit was manufactured on 25-oct-2007, with the last service/repair date of (B)(6) 2014 due to optic lamp failure. Based on the incident description, misuse of the device by inadvertently placing the light guide on the paper drape than on top of the patient's leg, was the cause of this reported incident of 2nd degree burn. A 2-year review of the device complaint history shows there has been (B)(4) other similar report of serious injury related to user error. Conmed light guides are provided non-sterile and must be sterilized before use. See instructions for cleaning and sterilization. To reduce the risk of patient injury, the device instruction manual provides the following warnings: do not use in the presence of flammable anesthetics, gases, disinfecting agents, cleaning solutions, or any material susceptible to ignition due to electrical sparking. There is a possibility of explosion. Burn and/or fire hazard: use of the light guide can cause the scope tip to get hot as a result of high intensity light. Do not allow the light emitting end of the light guide to contact either the patient, the surgical drape, or any other flammable materials (e.g., gauze, etc.). This can ignite the drape and potentially cause severe burns to the patient and/or operating room personnel. The distal end of the light guide may become hot to the touch during use. Avoid hand or tissue contact and/or reduce light source brightness setting to avoid high temperatures at this area. An education letter will be sent to the user facility to reiterate the importance of following the IFU precautions/warnings to prevent the incident from recurring. Device remains in use at facility.

Event description:
The user facility reported that during use of an unidentified lg1050 light guide with the ls7500 (300 watt universal light source) in a cystoscopy (urology) procedure, the patient sustained a 2nd degree burn to the leg. As reported, the light source was set at maximum brightness and taken out of standby while being connected to a light guide with the scope end left on the paper drape that was on top of the patient's leg. Reportedly, the light guide (fiber optic cable) got hot, the drape caught fire and burned the patient's leg. Follow-up visit with the surgeon listed the burn as a 2nd degree burn with no medical or surgical intervention required. Other information received from the user facility indicated that the procedure was otherwise completed as intended. The (B)(6), female patient was discharged per routine procedure and is currently doing well. Other information received from the user facility revealed that at the time this event occurred, there was no indication that the light guide and/or the light source failed in any manner. After the surgery, the alleged light guide was placed back into circulation and is currently still in use. It was also learned that two (2) days after the incident, the light source was dropped and this caused the fan to break. The light source has since been returned to conmed for service/repair.